Event description:
When attempting to administer an etoposide dose to a patient, the nurse laid the chemo bag on the top of the bedside table. At this time, nurse spiked secondary tubing. Once hung on IV pole, the white spike, blue adapter and secondary tubing came out of the bag and approximately 75% of the bag spilled hitting nurse's lower extremities as well as patient belongings.

Event description:
When attempting to administer an etoposide dose to a patient, the nurse laid the chemo bag on the top of the bedside table. At this time, nurse spiked secondary tubing. Once hung on IV pole, the white spike, blue adapter and secondary tubing came out of the bag and approximately 75% of the bag spilled hitting nurse's lower extremities as well as patient belongings.